Event description:
Infant delee argyle by covidien packed as 10, but was smaller. All items under lot #153340262x were packaged and labeled as 10, but diameter of tube smaller. The smaller tube made it difficult to delee a baby who had thick meconium. Staff retrieved another 10 delee, which was wider in diameter, and was successful in clearing the trachea of newborn.